Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of the event unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported the screw fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Five titanium hexed uniscrew (5 x uniht) were returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and fractures. Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (uniht) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.